Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Inspected one opened/used sensor and performed continuity resistance test. Sensor passed per specification. Performed sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm insulin pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.

Event description:
The customer reported via phone call that they experienced a low blood glucose level in the 50¿s mg/dl. The customer reported calibration not accepted alerts. The customer treated for the low blood glucose level with food. The current blood glucose level was 322 mg/dl. The customer did troubleshoot the issues. The insulin pump will not be returned for analysis. The sensor will be returned for analysis.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.